Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after post priming an ophthalmic surgical console phacoemulsification stopped working and system message displayed. The procedure details and patient harm was not provided. Additional information has been requested.

Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample revealed, no visual nonconformity. The handpiece was connected to a calibrated resistance breakout box, where the output impedance was found to be out of specification. The sample was connected to a calibrated system, where it displayed system message (sm), [handpiece calibration failed (top connector port)]. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements. Which found the handpiece to meet specifications. The sample was then x-rayed, where it was found, that the pressure sensor had a damaged filament within the diaphragm. The root cause of the reported event of (sm) can be attributed to the nonconforming pressure sensor. However, how, or when this component became nonconforming remains inconclusive. The handpiece was found to meet specifications, as it relates to phaco power. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).